Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the jaw boot from the vasoview hemopro tissue welder fell off into the pt. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The pt was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted if additional info is obtained. (B) (4).